Event description:
A report was received that following the trial procedure, the patient was complaining of a headache. The physician determined that he must have punctured the dura during the implant. The physician performed a blood patch and moved the lead down. The procedure did not resolve the headache. The physician explanted the trial leads and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-2218-50e serial:(B)(4) description:trial linear st lead, 50cm explanted devices will not be returned to bsn as they were discarded by medical facility.